Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that since the beginning, physician struggled in pushing the device inside the microcatheter. When it r eached the tip of the microcatheter to begin deployment, pipeline didn't open well despite traditional maneuvers. Physician tried to resheath the device with the microcatheter but he couldn't do it completely until applying extra force. So he decided to remove the pipeline and when out of the patient he realized the tip was damaged. Then he changed the device to implant and there were no other problems with the new pipeline. There was resistance in the proximal, middle, and distal sections of the catheter. The catheter was flushed continuously with heparanized saline. The pipeline was not stuck. The catheter as not damaged. The pushwire was not damaged. There was failure to open in the distal section. The pipeline was not positioned in a bend. Less than 50% of the pipeline had been deployed when it failed to open. The pipeline was resheathed less than or equal to two times. There were no additional steps or other devices required to open the pipeline. The pipeline removed from patient. The pipeline resheathed and removed with the microcatheter. The pipeline was used for an approved (on-label) indication. The device and any accessories were prepared as indicated in the IFU. No patient symptoms or further complications were reported as a result of this event. The patient is alive with no injury.  The patient was undergoing surgery for treatment of a saccular, unruptured right internal carotid artery aneurysm with a max diameter of 7 mm and a 4 mm neck diameter. The landing zone was 3.5mm distally and 4.3 mm proximally. It was noted the patient's vessel tortuosity was moderate. The angiographic result post procedure was the device was in place, well positioned. Additional information received reported continuous saline flush was administered and maintained as indicated in the instructions for use (IFU). No damage observed on either the pushwire or catheter. Phenom 27 was used for the procedure.

Manufacturer narrative:
H3: the pipeline flex shield was returned within the phenom 27 catheter. The pushwire was returned extending out from catheter hub. In addition, the distal braid, sleeves and tip coil were deployed from catheter distal tip. No bent or kink was found with pushwire. The distal hypotube and ptfe shrink tubing were found to be intact with no signs of elongation. The distal and proximal dps restraints were found to be intact. The dps sleeves were found intact with no signs of damage. No defects were found with the proximal bumper, re-sheathing pad, re-sheathing marker, distal marker, and tip coil. However, the proximal tip coil was found to be stretched. The distal and proximal ends of pipeline flex shield braid were found to be fully opened and damaged. No flash or voids molded were observed in the hub. The catheter body was found to be accordioned from ~26.5cm to ~23.5cm from distal end. The catheter tip, marker band were examined; and no damage was found. No other anomalies were observed. The pipeline flex shield was pushed out from catheter without any issue. The total and usable lengths of catheter were measured to be within specifications. The catheter was flushed with water and water was exited out from the distal tip. The catheter was then tested by running an in-house 0.0265¿ mandrel through catheter tip and hub. The mandrel successfully passed through the catheter hub and tip with no issues; however, the resistance observed at the damaged locations. Based on the analysis findings, the pipeline flex shield and phenom 27 were confirmed to have resistance as the pipeline flex shield and phenom 27 catheter were found to be damaged. Possible causes include incompatible catheter, damaged catheter, burrs, bumps, kinks or other damage on ped or pushwire, frayed ends on braid, patient vessel tortuosity, user does not maintain continuous flush, and users pulls back on/torques wire while advancing ped in microcatheter. It appears there was high force used. It is likely these damages occurred when the customer attempted to advance and retrieve the pipeline flex shield through the phenom 27 catheter against resistance. The phenom 27 catheter is compatible to use with pipeline flex shield, the catheter was flushed continuously with heparinized saline, which eliminates these factors out as potential causes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.